Event description:
Boston scientific received information indicating this patient has retained an attorney and recently submitted paperwork as part of the litigation process. It was reported that (B)(6) months post implant, this device continuously shocked the patient twenty two times. The patient was admitted to the hospital and was given medication to control their heart rate. A field representative arrived the next day and noted the device rate cutoff (rco) had been set to low. The device settings were modified and the patient was discharged the next day. Additional information was obtained that the patient had a history of atrial fibrillation (af) which contributed to the inappropriate shocks. The device had performed as programmed. The field representative noted the device settings were adjusted to accommodate for the rapid af. No further complaints were noted at this time.

Manufacturer narrative:
This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.